Event description:
A customer contacted beckman coulter inc (bci) in regards to a leaking reagent probe on synchron cx9 alx clinical system. The probe was still leaking after reboot. The customer was splashed with the liquid but was wearing personal protective equipment and there was no skin exposure to chemicals. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) found that the reagent side wash cup and drain tube were overflowing. The fse flushed the cup and drain tubing. The fse also cleaned a clogged fitting on waste bucket to allow better draining. After priming, the customer calibrated and ran qc without error or overflowing.